Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a film was observed on the iol and the patient has toxic anterior segment syndrome (tass). Additional information was provided by the physician, who reported that on the first postoperative day film/crystals were observed on the anterior and posterior side of the iol and feels that this might be some sort of tass event potentially. The patient experienced foggy vision. There was no corneal edema or inflammation present. Steroid eye drops were increased. The following day the patient's vision was still hazy. The appearance of the lens has not improved. The patient has been given oral steroid. Further information was provided by the physician indicating that there was no infection, no inflammation and no pain present. It appears to be tass like reaction but no symptoms. The patient can see 20/20 at a distance but the vision is still foggy. The steroid eye drops were increased from 6-8 times a day to every one hour daily. The patient was also given a 20 mg oral steroid. Additional information was provided that the surgeon does not blame the iol but feels that this is some inflammatory event. The patient continues to have foggy, cloudy vision. Further information was provided indicating that the iol was exchanged for the same lens model and power two weeks following the initial implant procedure.

Manufacturer narrative:
Evaluation summary: the lens was returned in a specimen cup. One haptic is broken-gusset area (returned). The optic is cracked on the edge. An unknown substance is observed on the haptic and optic surfaces. A company representative provided a review of the photos. Evaluation of attached photos: pseudophakic eye. Opacification ( especially in the middle of the optic) was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported issues could not be determined. The manufacturer internal reference number is: (B)(4).